Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the pacemaker exhibited no low-voltage output, prompting disconnection and reconnection of the lead. The patient experienced asystole during this process. While attempting to disconnect the lead, it could not be removed from the header, likely due to stripping of the set screw. The pacemaker header was damaged. The device was replaced with an alternate pacemaker on (B)(6) 2025.there were no patient consequences.